Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. Additionally as a precaution, physio-control replaced the flex cable assemblies which connect the main keypad to interface pcb and system to interface pcb assemblies. The device was then returned to the customer for use. (B)(4).

Event description:
The customer reported that their device no longer powers on. There was no additional information on the reported issue provided. There was no patient use associated.